Event description:
The complainant reported a 57-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the intensive care unit medical staff attempted to reposition the cp due to the pigtail and inlet having been caught in the mitral valve apparatus. Medical staff then decided to go to the cardiac catheterization lab to attempt to manipulate the cp using fluoroscopy and echocardiography. The cp got pulled back into the aorta, and medical staff had to replace the cp. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for positioning issues has been completed. The impella device was not returned for evaluation. Based on clinical description, the root cause of positioning issue was most likely use related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12459: f6/f8-should have been left blank; g1 reporting contact fax number missing; h.6 code 2199 was reported incorrectly. New code was added to health effect - impact code.